Manufacturer narrative:
The reported event of pin breaking could not be confirmed as the product was disposed of at the user facility. Device not returned for investigation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke off as it was being removed from bone during a total knee replacement procedure. It was reported that a piece of the pin remained in the patient and the surgeon decided not to remove it. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.